Event description:
Additional information received from a manufacturer representative (rep) indicated a motor stall occurred on (B)(6) 2019 at 2:55pm and a motor stall recovery was noted on (B)(6) 2019 at 3:32pm. The pump stalled again on (B)(6) 2019 at 7:54pm and a pump motor stall recovery was noted on (B)(6) 2019 at 8:01pm. Another motor stall was noted on (B)(6) 2019 at 12:31am with a motor stall recovery noted on (B)(6) 2019 at 2:20am. Another motor stall occurred on (B)(6) 2019 at 2:28pm and a motor stall recovery was noted on (B)(6) 2019 at 4:21am. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of morphine at 8.443 mg/day via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that multiple motor stalls and recoveries had occurred. The patient initially had an MRI on (B)(6) 2019 during which the pump stalled and recovered. The patient saw two more stalls, one of which was on (B)(6) 2019. The rep believed that no MRI/emi or magnets were present. The pump recovered on (B)(6) 2019. The pump then stalled again on (B)(6) 2019 and recovered on (B)(6) 2019 at 4:25 am. The patient reported that they were "going crazy" and was sweating, irritable, and had nausea and vomiting. The rep was going to follow-up with the area's rep and the patient's managing hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative on 2019-may-06 indicated the pump will be returned and the hcp is aware of the information that has been provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-apr-29. It was reported that the duration of the motor stall was 2 hours. The patient was admitted to the hospital on (B)(6) 2019 and the manufacturer was alerted the following morning. The pump was interrogated on (B)(6) 2019 and the pump had recovered. An appointment was made for the patient to see their managing physician on (B)(6) 2019.

Event description:
Additional information received on 2019-may-02 from a manufacturer representative indicated that the motor stall recovered. The rep did not know the weight. The patient was scheduled for a pump replacement on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.